Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the blue device insulation was damaged, exposing the underlying bare wires. There was no noted damage to the packaging. There was also no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found damage to the outer blue insulation which exposed bare wire. The wire appeared to have been smashed. The damage on the cable appeared to be the results of a film material jam during the sealing process of manufacturing, where the operator did not remove the damaged component to from the manufacturing line. Checks are in place during manufacture to prevent this issue. A review of the device history records found no further potentially contributing factors. If information is provided in the future, a supplemental report will be issued.